Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No delivery or occlusion alarm during priming, no blank display, no rewind anomaly and no failed battery test noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he could not rewind his insulin pump and the pump was not working. The customer's blood glucose level was 150 mg/dl. The customer reported that there was a black dot on the screen and he could not read the status screen. The customer tried to change the battery but the insulin pump did not turn on. The customer also reported a no delivery alarm during manual prime. The customer was assisted in troubleshooting for no delivery ans it was reported that the insulin exited. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.